Event description:
The customer called and reported the insulin pump alarmed to indicate the force sensor system was compromised. The customer's blood glucose was 300 mg/dl. Customer was advised to revert to back-up plan. Customer will not be returning the device for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.